Manufacturer narrative:
We are reporting this out of an abundance of caution. Received notification that patient's caregiver believed device caused smoke detector to alarm, but that no patient harm or environmental damage occurred. Since device was located in germany, it was sent to our authorized service center in greece. Their investigation reported as follows: 'the nuvo lite device, sn (B)(6) has 9,307 hours. After conducting all the required tests and checks on the device, we found that all the functions of the device either exceeded or met up to the required specifications after running for 48 hours with no problems. There is no burnt material anywhere. There is also not a trace of smoke. It is excluded that the smoke in the patient's room came from the device. However, the inside of the device is covered in a thick layer of dust and filters are very dirty.' As there was no visual or physical evidence of thermal damage, we as the manufacturer conclude that the "smoking from the vents" was most likely dust being exhausted from the vents.

Event description:
Incident description per distributor "the father reported today that the concentrator was smoking from the vents at approximately 2 am tonight, causing the smoke detector in the patient's room to alarm. The concentrator did not sound an alarm. No harm was done to the patient's health.".